Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, there was a leak in the tubing on the pump side. The site was ablating and noticed that they were getting less saline flow. It was noted that there was a small hole in the tubing where the saline was leaking. The leak caused no issues with the ablation or the case. There was no reported impacted to patient outcome and no reported delay.

Event description:
Medtronic received additional information that the cause of the leak was a pinhole in the tubing near the connector on the pump side of the saline tubing. It was reported that the leaking tubing had good saline return so no leak/issue was identified until it was noticed that the amount of saline between the input and return saline bags was inconsistent. The tubing was checked and found it was leaking. Ablation was stopped, and the tubing was replaced with a spare set. The procedure proceeded normally.

Manufacturer narrative:
H3: the tubing was returned to the manufacturer for analysis. Analysis found that the returned tubing had knots tied in it and it was not possible to find the reported leak with a visual exam. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.